Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 24 and 24 hours. The patients friend had called for an ambulance due to the patient loosing consciousness. Upon arrival of the paramedics the patient was treated with gatorade and sugar water. After treatment, the patients blood glucose level was at 150 mg/dl. The patient reports two days after this event they had followed up with their doctors who confirmed the patient had suffered a brain injury as a result of the event